Manufacturer narrative:
Correction e4. The pump was not returned for investigation. Data log was not provided and could not be retrieved from the remote server. Mechanical interaction with blood (hemolysis): the cause of the hemolysis issue was not determined, as the product was not returned and sufficient clinical information was not provided. Device in wrong position: the cause of the improper positioning issue was not determined since the sufficient clinical information was not provided. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support developed red/pink urine. The day before, on transthoracic echocardiography the cp measured deep. The md did not reposition as the patient was not having an issue. The impella p-level was adjusted, from p-8 to p-6 resolving the urine color.